Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) two months ago. The entire device system was removed and new one. The doctor noticed that the device was empty of fluid, and location was undetermined. No further issues were reported.